Manufacturer narrative:
(B)(4). Date sent: 09/04/2025. D4: batch # a97c87. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? The knife stopped on the way at the 6th firing and did not move. If yes: 2. Did the device deliver any staples? Unk. 3. If yes, were the staples formed properly? Unk. 4. If yes, was the staple line complete? Unk. 5. Did the device cut? Unk. 6. If yes, was the cut line complete? Unk. 7. If yes, was there any issue with the cut line? Unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45t reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The event log was corrupted; some lines could not be interpreted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number a97c87, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy; it was observed that the knife on the device stopped on the way during the 6th firing and did not move when cutting the lung parenchyma. They used the manual override lever was used to return the knife and release. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.